Event description:
It was reported to medtronic neurosurgery that two months after implantation, the valve was explanted due to occlusion.

Manufacturer narrative:
The valve was patent and passed reflux testing. It did not meet the requirements for leak testing due to a tear in the base of the valve. It is unknown how or when this damage occurred. The device met specification for preimplantation testing; however it did not meet all requirements for pressure-flow testing. A dissection of the valve identified proteinaceous debris inside the valve adjustment mechanism. The instructions for use that accompany the device caution that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. The instructions for use also warn that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100 percent tested at the time of manufacture.